Event description:
It has been reported to philips that the flexvision pc was stuck at 00:00 and did not bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The flexvision pc was replaced and the software was reloaded. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips filed service engineer (fse) inspected the system on site and confirmed the reported issue . Analysis of the log file confirmed that the malfunctioning flex vision pc was the cause for the reported issue. Troubleshooting actions by fse confirmed that the flex vision pc was defective. Fse replaced the flex vision pc, hard disk drive (hdd) and reloaded software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.